Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: red biological tissue in gel and shell, fold creases, wear abrasion, a curved sharp opening in the same location of crease on posterior side. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a sharp crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.